Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed .

Event description:
Materials#: 306547 batch#: 3090897 it was reported by the customer that blood spray from inside the syringe (leaking around plunger). Verbatim: rcc received a complaint via email. Email(s) attached. # of occurrences: 2 date of occurrence(s): on (B)(6) 2024 date complaint received from customer: on (B)(6) 2024 product code: 306547 pictures of device? See above lot number: 3090897 with expiration date of 2026/03/31 detailed description: upon verification of hd catheter patency the nursing staff experienced a blood spray from inside the syringe (leaking around plunger). The patient was also soiled with blood. Questionable contamination of blood? Blood not returned to patient. Sample saved? No biohazard sample? No what was the patient outcome? Soiled clothing and slight blood loss was there any delay of, or change in, the course of treatment due to this event? Slight delay what procedure was being performed? Verifying the patency of a hemodialysis catheter what medication was used in the procedure? None was there any medical intervention due to this event? No has this event resulted in a serious injury to the patient or medical staff? No has this event resulted in a change during treatment? No, other syringes from other lot numbers were available has this event resulted in exposure of medical staff to the blood of the patient? Yes if so, was medical intervention offered or provided in the form of medication or screening? No open wounds or mucous membranes were affected so cleaning with an aseptic was satisfactory. Has this event resulted in a needle stick?no

Manufacturer narrative:
Pr (B)(4) - follow up MDR for correction / duplicate. Following the submission of the initial MDR, it was determined that this was a duplicate complaint to pr (B)(4) h3 other text : see h10 manufacture narrative.

Event description:
Duplicate.